Event description:
Upon grasping tissue laparoscopically with the intent of deploying the sealer/divider function of the device. The device did not function 2x, although it registered on monitor screen as if it had functioned. On the third attempt, the device worked as expected and subsequently on multiple uses throughout the case. However, at the end of the case, upon drawing back the drapes and revealing the portholes, a very small (0.5mm) area of thermally damaged tissue was in evidence along the wound edges of the porthole, as if head had transferred from the device through the plastic port to the skin.